Event description:
The csvs device was introduced through an attain sheath with a pressure products valve after uneventful device preparation. The balloon was inflated, but deflated almost immediately. The device was removed and another device was used to complete the case without incident.

Manufacturer narrative:
Upon investigation of the returned device, it was found that a microscopic fragment of the balloon (0.7mm) was missing from the catheter. It is unk when the fragment dislodged from the catheter. The pt did not experience adverse clinical sequelae due to the missing fragment of balloon material.